Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: degradation problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the uretero-reno videoscope to the service center for a separate issue. During the device analysis, it was indicated that the distal end plastic cover and the objective lens had corrosion. Additionally, no angulation movement was observed on the control knob. There was no patient involvement.